Event description:
An event involving a 7" (18 cm) appx 0.45 ml, pressure infusion (400psig) ext set w/ microclave¿ clear, purple clamp, rotating luer experienced leakage during patient use. It was reported that there were leaking intravenous (IV) tubings during a computed tomography (CT) scan. The reported issue involved difficulty in connecting or tightening the connectors of the device, which resulted in leaking from the ivs. Evidence of leaks was observed beneath the tagaderm sticker used to cover the IV and connector. It was reported that there were leaking ivs during power injection. In CT, techs test the IV by pushing 10cc of saline by hand and power injecting a small amount of saline before proceeding with the contrast/CT scan. There was patient involvement and no patient harm was reported.

Manufacturer narrative:
While the lot number is unknown a possible lot number is 13959618: manufacturing date: 04/01/2024. Expiration date: 04/01/2029. The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Manufacturer narrative:
A few photos were shared by the customer, where an ICU medical set #12514-01 and unknown bd devices are observed, both are on a sealed package in additional photo a sealed item #12512-01, microclave is observed as well. However, no damage, anomalies or issues are observed. The complaint of leaks on item 12514-01 cannot be confirmed. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The lot review couldn't be performed due to the lot number for this complaint was unknown.